Event description:
Customer reported a tandem mobi cartridge alarm, which was attributed to exposure to magsafe magnets. There was no adverse impact on the customer's blood glucose level. Technical support identified the alarm as cartridge alarm 34 and educated the customer about avoidance of magnets. As a corrective measure, the customer will receive a replacement pump with updated software, and they were provided with instructions on returning the problematic pump. Customer will continue to use current pump